Event description:
The patient suffered a comminuted displaced spiral fracture of their left femur. The fracture had a non-union and physician required to repair. During repair surgery the fractured screw was found.